Event description:
I am a physician with carpal tunnel. The wrist brace, made by futuro is poorly constructed. After two weeks of light use, it ripped and a large piece of metal with angular edges protruded, and injured my hand. This thing can injure people. I contacted the MFR and didn't get too far. I would like to send you a picture if possible that says it all, I'd like this thing removed from the market before it hurts people. Incident date: (B)(6) 2014. Injury, no first aid or medical attention received. Retailer: (B)(6). Purchase date: (B)(6) 2014. I still have the product in my possession. Explanation: contacted futuro and told them to recall item before it hurts others. (B)(4).